Manufacturer narrative:
D9: 11/6/2025. As received no damage or anomalies were observed. In attempts to replicate clinical use the tube was inflated. The cuff did not inflate as normal. A leak was observed on the cuff. The complaint of the balloon deflated poorly, difficulty removing the catheter. Cannot be replicated or confirmed due to the returned sample having a hole in it, unable to inflate the cuff to see how it performs during deflate. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon deflated poorly, difficulty removing the catheter. Incident occurred during use. Patient consequences: difficulty of removal, long time intervention and painful.